Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 10atms. The number of inflations is unk. The lesion being treated was a severely calcified, 99% stenotic lesion in the lad. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.